Event description:
A malfunction was reported concerning the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was provided with pump reset information over the phone by technical support and advised that they would complete the reset at a later time, after which they declined further follow-up.